Manufacturer narrative:
(B)(4). Cuvette lot #m2p3c118. Method - actual device not evaluated. Process eval performed. No related ncmrs for this instrument. Cuvette device history records reviewed and found to meet specs. Itc has requested all data required for form 3500a.

Event description:
Healthcare professional reports results higher than reference with the protime microcoagulation system. Protime generated 5.1 inr and reference laboratory result was 2.7 inr. Pt's therapeutic range: 2.0 - 3.0 inr. No adverse event (s) reported.